Event description:
Customer reported an energy controller error (402) and an oscillator mode lock unstable error (102). Surgery cancelled on one patient. No patient injury reported. Field service engineer (fse) visited site and found that the analog board had a smoked capacitor.

Manufacturer narrative:
Evaluation: the field service engineer (fse) did some troubleshooting and found that the analog board had a smoked capacitor. Fse replaced analog board and verified operation. Fse verified energies and all functions. System meets abbott medical optics (amo) specifications. All pertinent information available to amo has been submitted. Placeholder.